Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th april 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first anchor set successfully, but the suture was pulled out while triggering the second button. Another new ar-4501 was used but the same issue happened. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-4501. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-4501 meniscal cinch¿ ii serial/batch number (B)(6) was received for investigation. - functional testing was not performed due to damage to the device. - upon visual inspection, it was noted that the implants of the device were returned disassembled. - the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion. - per the surgical technique: advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the endpoint to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button. - refer to investigation photos.